Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. Also reported possible allegation with infusion set that led to high blood glucose. The customer reported blood glucose value of 400 mg/dl and was treated with pump. The event involved product(s) mmt-1884, mmt-7040a, mmt-342g and mmt-431ak. No product return is required for mmt-1884, mmt-7040a, mmt-342g and mmt-431ak.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (checked the box "adverse event"), b2 (checked the box "other serious (important medical events)", b5 (updated the summary), d10 (updated the concomitant products), h1 (changed from malfunction to serious injury) and h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump is not delivering insulin. The customer reported no adverse event. The event involved product(s) mmt-1884,. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device, mmt-1884 were not expected to return.